Event description:
It was reported that the drive was making a strange noise while rewinding the insulin pump. It was stated that the customer did not trust the device and experienced high blood glucose sometimes, but the insulin pump did not alarm. The infusion set was changed twice, but the customer's high glucose level continued. Advised the caller that the device would be replaced. The drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No delivery alarm functions properly and no unexpected motor noise or drive/motor anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.